Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation device and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located at 1mm proximal to the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination of the hypotube found no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. A 15mmx2.50mm wolverine coronary cutting balloon was used in an in-stent restenosed lesion. During procedure, it was noted that the balloon ruptured immediately upon first inflation at 6atm inside the stent. Subsequently, pinhole rupture was found when inflated outside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. A 15mmx2.50mm wolverine coronary cutting balloon was used in an in-stent restenosed lesion. During procedure, it was noted that the balloon ruptured immediately upon first inflation at 6atm inside the stent. Subsequently, pinhole rupture was found when inflated outside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported.